Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received by the consumer stated the consumer was advised by optometrist to use cortisone cream on the sensitive areas. The current status of the consumer¿s condition is symptoms resolved. No further action required.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received from the consumer stated that she developed an allergy due to the solution. Initially received information from consumer stating that the consumer experienced stinging, burning, irritation, red eyes, swelling, eyes felt dry and small, discomfort, sensitive to light, outer skin around the eye had abrasion and it was painful after using the contact lenses soaked in the solution. The consumer went to emergency for treatment. The consumer was diagnosed with chemical burn in both eyes. The ophthalmologist performed fluorescein staining test and prescribed eye anesthetic with eye lube and erythromycin ointment. The product was discontinued. After some days the consumer tried to put some cosmetic products in the eyes, and it really messed up with the persisting symptoms resulted in irritation and watering in the left eye and messed up skin on eye lid and corner of the eye. The symptoms were not resolved at that time. The consumer had another appointment with the ophthalmologist as eye was super itchy and got intermittent swelling and pain. The consumer was diagnosed with allergic conjunctivitis with bumps all under eye lids. In the recent follow up received from the consumer it was stated that after taking the treatment the eyes were horrendous and painful for over two weeks, since then they were itchy and became irritated. She developed allergy and did not know it was cosmetic products or the suspect product. The current status of the consumer¿s condition is symptoms improving. Additional info has been requested but not yet received.

Manufacturer narrative:
D4 field updated. H6 field updated (component code). The manufacturer internal reference number is: (B)(4).